Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 42 (mg/dl). The customer consumed candy. It was indicated that the customer would use manual injections and insulin pens as alternate insulin therapy until the replacement pump was received.